Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and the device shut down for approximately 5 mins. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the alleged ventilator inoperative condition. The device was visually inspected, and no defects were found. The device's error log was reviewed, and an e-95 program execution error was identified. This was determined to be due to a source code issue. This issue will be corrected in the next software release. The device shutting down could not be confirmed. No other errors were identified and the unit was found to operate without issue.